Event description:
It was reported that after first activation, the pt had no auditory percept. Testing was carried out which showed 'ok' results. Art testing revealed good results. A new opus 2 speech processor was tried as well, however, the patient has no auditory sensations. During first fitting, facial nerve stimulation occurred. The patient was explanted in 2008 and re-implanted with another MFR's device.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.